Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; rupture.

Event description:
Healthcare professional reported left side rupture, capsular contracture, baker grade iii, and "in the left breast at 6 o'clock, a nodular lesion is evident, oval in shape with circumscribed margins, homogeneous hypoechoic with vascularization on color doppler scanning, measuring 6 mm at 3 cm from the nipple." The device remains implanted.